Event description:
It was reported by the rep that the (1) 355ld was used during an unknown procedure. It was reported that the seal was leaking. A piece if the device was discovered to be missing and was recovered from the abdomen. It was reported that seal ripped before any instruments were inserted in the trocar. There is no other information available.